Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 102) was confirmed. Upon investigation the monitor displayed a service code 102. The cause for the service code was isolated to the c19 high-voltage capacitor on the defibrillator pca. The c19 capacitor was damaged and leaking. The root cause for the damaged capacitor could not be positively identified. The monitor showed signs of physical abuse. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that it was displaying a service code 102 (charge profile fault).